Manufacturer narrative:
Additional narrative: this report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, leg length discrepancy, and wear debris (no mention of metal). The doi was a revision from a previous bipolar hip. At this time it is unknown if any depuy products were involved, if/when we receive more information we will update as needed. The stem is being added for the leg length discrepancy. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what previously alleged, ppf alleges pseudotumor, infection, loosening of stem, metal wear, metallosis and elevated metal ions. Added cup due to new allegation of infection. Updated patient harm and date of revision. Added revision hospital and revision surgeon.